Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the stop ring was loose. Therefore, the reported condition was confirmed. It was determined that this was due to loctite degredation. The assignable root cause was determined to be due to wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the bearing sleeve on the quick coupling device was loose that it would not connect the drill bit device. The event was not reported to have occurred during surgery. It was not reported if there was a delay in a surgical procedure, however, it was reported that there was unspecified spare device available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.